Event description:
It was reported that the pta balloon dilatation catheter and 8f introducer sheath were removed simultaneously from the patient. Reportedly, during removal, the vessel was damaged and swelling was observed. Additional sutures were placed to repair the damage to the vessel.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The complaint sample has been returned, and the evaluation is currently underway.